Manufacturer narrative:
The faulty battery was substituted with a new one by a third party sourced by the hospital and the device was returned to full functionality. The device was returned to use, and no further evaluation is warranted at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018.

Event description:
Philips received a complaint on the heartstart xl device indicating that the battery was faulty. There was no patient involvement.